Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. Product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported there was poor communication on the patient programmer. The patient was having trouble using the patient programmer to turn the stimulation on. The patient noted it was giving them trouble for a while but they could always eventually get it to connect but now they couldn't. No patient symptoms or further complications were reported as a result of this event. Additional information was received. It was reported the patient programmer still wasn't communicating with the antenna. No further complications were reported as a result of this event.